Manufacturer narrative:
Follow-up #1: date of submission 02-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events.  During investigation, the battery compartment was found to be cracked above the bumper pad. The returned battery cap was found to be undamaged and able to properly secure to the pump. No moisture was observed inside the battery compartment. Moisture was observed behind the display lens. During testing, the pump was powered on and the display was found to be blank with audible tone and vibration, which impeded further testing. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and further moisture was identified on the printed circuit board and throughout the internal components. The original complaint of a power issue was unable to be fully investigated due to a blank display.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was found to be cracked/damaged, that moisture was located inside the battery compartment, and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.